Event description:
The patient reported exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection revealed a partially split open power extension cable right before the plug connector with exposed wires. No other physical damage on the unit was noted, including no damage on the supplied power cord. All of the mounting hardware was secured. The supplied power cord was connected to the rear of the unit directly and the unit powered on successfully with no additional interruptions of power or other power aberrations noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.